Event description:
Got the essure in (B)(6) 2008, started having problems with swelling in my left leg first around (B)(6) 2012, which then switched to my right leg. Around the same time my hair started falling out in certain areas, I caught a rash, and my vision changed. Although I had fibroids, I never bleed heavy or had any bad cramping in my lower abdomen. Once I get the essure, my cramping became very severe. My periods were longer and heavier (more bleeding ) to the point I had to wear pads and super plus tampons for sometimes 3 weeks. I would go through a whole entire box for that month. On (B)(6) 2018 at about 5:30 am, I ended up in the emergency room with severe pain in my lower abdomen on my right side. I was bent over in pain and thought it was my appendix. After being in the ER for about 6 hours and a battery of tests, the doctor said it wasn¿t my appendix and all she could find was my fibroids and the essure that I had. She said my fibroids wouldn't have had me bent over in pain like that, so I needed to contact my ob-gyn in the morning for an appointment to discuss removing the essure. My ob first did an endometriosis biopsy on me on the (B)(6) and she then scheduled me for a hysterectomy on (B)(6).